Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17668883) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an aviator plus pta balloon catheter plus (complaint product) was delivered to the lesion and inflated. However, it ruptured at 6-atmosphere pressure (atm). There was no reported patient injury. Therefore, it was replaced with another balloon catheter (6*20) and then a smart ses stent (7*40) was implanted. The procedure was completed. The lesion was the iliac artery. The device will not be return for analysis. This was an endovascular repair (evt) case.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that the device was prepped per the instructions for use (IFU). The device prepped normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The balloon inflated normally. The catheter was not torqued against resistance. Kink/bent was not noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. As reported, a 7x20mm 142mm .014 aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated. However, it ruptured at six (6) atmosphere pressures (atm). Therefore, it was replaced with another balloon catheter (6x20mm) and then a 7x40mm smart self-expanding stent (ses) was implanted. The procedure was completed. There was no reported patient injury. The lesion was the iliac artery. This was an endovascular repair (evt) case. The device was prepped per the instructions for use (IFU). The device prepped normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The balloon inflated normally. The catheter was not torqued against resistance. Kink/bent was not noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17668883 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, a 7x20mm 142mm .014 aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated. However, it ruptured at six (6) atmosphere pressure (atm). Therefore, it was replaced with another balloon catheter (6*20) and then a smart ses stent (7*40) was implanted. The procedure was completed. There was no reported patient injury. The lesion was the iliac artery. This was an endovascular repair (evt) case. The device was not returned for analysis. A device history record (DHR) review of lot 17668883 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.